Event description:
It was reported that the light source had error code e207 emergency lamp error. The issue was found during an inspection for use, for a diagnostic upper gi procedure of use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of the emergency lamp. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e207(emergency lamp error) occurred due to failure of the emergency lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.